Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# (B)(4)) in united states on (B)(6) 2015 who had essure (fallopian tube occlusion insert) inserted (lot number provided as a36514). Consumer reported that after having this device for 2 years, the coils migrated to her uterus and she end up having a hysterectomy. The coils were implanted improperly at on 2 trailing coils in one and just tip on left side. Result and assessment of the product technical complaint investigation received on 02-feb-2015: final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. In addition, the adverse event case refers to a usability issue. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No similar adverse event case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. (B)(4). Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after having essure for 2 years, the coils migrated to her uterus. This event, interpreted as device migration, is serious due to medical importance and listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or migration (distal fallopian tube or peritoneal cavity). In this case, it was reported that the coils were implanted improperly at on 2 trailing coils in one and just tip on left side (device placement at incorrect location) which could explain the occurrence of device migration. However, given the nature of this event, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a hysterectomy was required. A product technical complaint (ptc) analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit (lack of complaint sample and any valid batch information). No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs